Manufacturer narrative:
Analysis summary: the analysis results confirmed that device a was returned with the distal tip of the blade broken off. Device b was returned with the blade gouged and cracked. Device b was tested with a generator and a solid tone was received. The identified blade damage may have occurred from external contact during pre-op or general use. For this reason the following statements were included in the instructions for use: "avoid accidental contact with all metal or plastic instruments or objects when the instrument is activated. Contact with staples, clips or other instruments while the instrument is activated may result in cracked and broken blades, which may be identified by generator solid tone or instruments error". The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a gastrectomy procedure, the device did not go into work mode. Trouble shooting steps were followed and the devices still would not go into work mode. Unk how the case was completed. Both devices are being returned.